Event description:
It was reported that post-coronary artery bypass grafting (CABG) procedure, the patient's right atrial (ra) lead exhibited increased threshold resulted in a complete loss of atrial capture. The patient was scheduled for a lead revision on (B)(6) 2026; the ra lead was subsequently explanted and replaced. The patient was in stable condition.